Event description:
It was reported that a farawave was selected for de novo pulmonary vein isolation procedure. During the procedure, the guidewire was stuck and did not pull out of the catheter and guidewire remained in the catheter. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.